Manufacturer narrative:
Other relevant device(s) are: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter, ubd: 09-aug-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 400 mcg/ml of baclofen at 50 mcg/day via an implantable pump for intractable spasticity. It was reported the healthcare provider attempted to aspirate from the catheter access port (cap) and no flow was recovered. It was reported a catheter malfunction had occurred. A revision was performed on (B)(6) 2020. There were no environmental/external/patient factors provided which may have caused or contributed to the issue. It was indicated the device remained implanted in the patient. It was reported the issue was resolved at the time of the report, (B)(6) 2020.